Event description:
The customer complained of questionable inr results for 3 patients from coaguchek xs pro meter serial number (B)(4). Of the data provided, there were discrepant inr results for 2 patients. For patient 1 at 1:14 pm the result from the meter with a fingerstick was 4.3 inr. At 2:35 pm the result from the laboratory was 3.0 inr. For patient 2 on (B)(6) 2019 at 9:38 am, the result from the meter with a fingerstick was 6.3 inr. The patient withheld their coumadin dose. At 10:00 am the result from the laboratory was 3.8 inr. The result from the laboratory was believed to be correct. Patient 2 was a (B)(6) female born on (B)(6) that weighed (B)(6). There was no adverse event. The patients' conditions were "stable". The patients were not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patients had no changes in diet, no illness, no new medications, and no bleeding. The patients' therapeutic ranges were 2.0 - 3.0 inr. The qc was acceptable. The suspect device was requested to be returned for investigation. Relevant retention test strips (lot 368880) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer¿s strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and master lot strips using quality control material. Testing results: qc 1: 2.5 inr . Qc 2: 2.5 inr . Qc 3: 2.5 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.0 - 3.0 inr). All measurements were without error messages. The maximum difference between measurements was 0%. Medwatch fields d10 and h3 have been updated.